Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the tidal volume knob retracts from its extreme to 150ml on min and 1000ml on max. Manufacturing was determined to be the issue. The tubing on the rotary flow valve was replaced to resolve the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical ventilator had issues with the tidal volume. No patient involvement.